Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture which was diagnosed via MRI, "lobulated contour and areas with silicone density adjacent to the contours of the implant," "punctiform and round calcifications". Device remains implanted.